Event description:
It was reported that the patient presented to the emergency department with syncope. The lead exhibited short v-v counts. The lead remains in use. No further patient complications have been reported as a result of this event.